Event description:
Reportedly, a warning message concerning device re-initilization was displayed at a follow-up.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a warning message concerning device re-initialization was displayed at a follow-up.

Manufacturer narrative:
Preliminary analysis revealed the detection of a ram corruption.

Event description:
Reportedly, a warning message concerning device re-initialization was displayed at a follow-up.